Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call issue with the sensor missing the filament. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the sensor did not connect to the insulin pump and when sensor was removed, the filament was missing. Sensor is being replaced and is not expected to return for analysis.